Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned two test strips only. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 218 and 243 mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has not made any recent changes in his diet, exercise regimen, or medication. The customer is testing three times a day (fasting) and taking medication (insulin).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned two test strips only. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction to: device evaluated by manufacturer section.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 218 and 243 mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is 6/4/2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has not made any recent changes in his diet, exercise regimen, or medication. The customer is testing three times a day (fasting) and taking medication (insulin).